Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing of myopotential inhibition. Programming changes were made. There were no adverse health consequences, the patient was stable.